Event description:
The customer reported that the procedure was not required on emergency basis, so it was rescheduled and done in another hospital successfully. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the device did not power on due to a failure of the power supply unit, which was caused by liquid entering the unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, and found to be due to a defective converter of the device. The device evaluation also found heavy liquid seepage inside the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had no power. The issue was observed during preparation for use on a diagnostic (upper gastrointestinal endoscopy) procedure. The procedure was cancelled. There was no impact on the patient and no reports of patient or user harm associated with this event.